Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during positioning of an embolization coil in an unruptured aneurysm, the coil unexpectedly detached while half of the coil was still in the parent vessel. The coil was pushed into the aneurysm with the distal portion of the pusher and successfully implanted. There was no reported patient injury or intervention. The patient's current condition is reported to be normal.